Manufacturer narrative:
Concomitant medical product: product ID: serial#: (B)(4), implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. It was noted that the battery voltage was low and the lock-up eri was suspected. The ipg was reprogrammed and further explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Hybrid analysis determined that the returned product analysis lab reported anomalous rate response issue was narrowed to the l368 integrated circuit. If information is provided in the future, a supplemental report will be issued.